Event description:
From: productcomplaints@bd.com productcomplaints@bd.com. Sent: saturday, october 26, 2024 1:58 pm. To: productcomplaints <productcomplaints@embecta.com. Subject: fw: malfunctioning of pen and needle of insulin. Patient went to administer a new insulin glargine-yfgn pen. First time use of this particular pen, all others had administered as normal. Patient cleaned the grey rubber hub. Everything felt normal and appeared normal. Then applied the bd nano 2nd gen pen needle on it. Priming it the tube with 2 ml. Nothing came out. Normally drops of insulin comes out. Needless to say, upon ready administration above 10 units, there was resistant. Hard resistance. Unable to get any insulin out, despite the hard pushing of the pen. Took the bd needle off and had noticed the needle was bent, there was a small grey bump on the grey rubber hub. Pictures being attached, and the product information listed. Insulin had some how leaked out of the grey hub, patient was not able to administer nor did he administer it into his skin due to malfunction of product. 1) insulin glargine-yfgn injection 100units/ml (u-100) ndc 83257-015-31 rx only lot bf 23004724 exp 2025 oct bm/0283/02. 2) bd nano 2nd gen pen needles 4mm x 32g ndc/hri# 08290-3205-50 320550 becton dickinson pen needle ref (B)(4), lot 4002182 [(17)290131] ,mfg 2024-02-02 [(11)240202] exp 2029-01-31 [(10)4002182] d.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.